Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient had an infection symptom. The patient's condition was being monitored, and there was no implant extraction. The manufacturer representative stated that the issue didn't occur due to the surgery.